Manufacturer narrative:
(B)(4). Method: the complaint rt265 infant dual-heated evaqua2 breathing circuit was received at fph in (B)(4) for investigation where it was visually inspected and pressure tested. Results: visual inspection of the subject breathing circuit revealed a crack along one of the swivel wye ports. The pressure test result was outside of specification. Conclusion: we were unable to determine the cause of the reported fault. The hospital was also sent questions regarding the reported event however no responses were received despite two follow-up attempts. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. This suggests that the swivel of the complaint breathing circuit became damaged during transport or handling at the hospital facility. Our user instructions that accompany the rt265 state the following: "check all connections are tight before use."; "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."; "set appropriate ventilator alarms." The hospital staff correctly checked the rt265 breathing circuit before patient use, which is in line with our user instructions.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that an rt265 infant dual-heated evaqua2 breathing circuit failed the ventilator performance test before patient use. Hospital staff also reported that a crack was noticed at the distal end of the subject breathing circuit.

Manufacturer narrative:
(B)(4). We are in the process of obtaining the complaint rt265 infant dual-heated evaqua2 breathing circuit from the hospital for evaluation, to determine if it had a malfunction which caused or contributed to the reported event. We will submit a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that an rt265 infant dual-heated evaqua2 breathing circuit failed the ventilator performance test before patient use. Hospital staff also reported that a crack was noticed at the distal end of the subject breathing circuit.